Event description:
Reporter called about their dexcom g7. Reporter stated that they are a type 1 diabetic. Per reporter, device is failing to sync with receiver. Deploy mechanism isn't working which causes the cannula to get stuck in the sensor. The button is hard to push when trying to deploy the sensor. Button sometimes doesn't push at all and sensor fails to deploy altogether. Pt: 4582. Device: 2610, 1609, 4012. Reference: mw5180007, mw5180009, mw5180010, mw5180011.